Event description:
Additional information provided indicating that there was no patient involved.

Event description:
Information received a smiths medical ambulatory infusion pumps/cadd solis vip pumps - 2120 alarmed code. Ec44510. Product was returned and no patient adverse events were reported.

Manufacturer narrative:
Other, other text: one cadd solis vip pump was returned for analysis with a missing battery door. A system fault error was fund in the device's history. Functional testing was performed via the power up self-test process. The reported issue was confirmed. The main board is inoperable as there was a constant error alarm. It's recommended to replace the main board to resolve the issue.